Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) lost consciousness prior to shock delivery. The patient has significant neurological issues and other co-morbidities. The physician suspects either a ventricular tachycardia (vt) with undersensing and failure to convert or oversensing with asystole. Boston scientific technical services (ts) does not believe it was asystole but rather possibly convulsions or spasms or receiving treatment of some kind which may have contributed to the inability to convert the arrhythmia. The patient is having short runs of vt more often. Ts recommended lowering the conditional zone from 200 to 180 taking into consideration this rhythm appears just on the border of the condition zone when the patient collapsed. Ts also recommended comparing the implant x-ray with a current x-ray. Finally ts recommended changing the shock polarity.